Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated the head down function did not work. He used a new pendent at the control box and also switched the head and knee motor connections at the control box to isolate the issue to the control box.